Event description:
It was reported that outside of the procedure at the user facility the cast cutter was found to have a cut cord with exposed wires. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that outside of the procedure at the user facility the cast cutter was found to have a cut cord with exposed wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the cord assembly was found to be cut and wires were exposed. The device was repaired and returned to the user facility.